Event description:
Additional information received indicates that surgical intervention took place wherein the device was explanted. Date of explant is unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that surgical intervention may take place at a later date due to device did not work for the patient. Exact issue is unknown.